Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.

Event description:
It was reported a pericardial effusion (pe) and a cardiac tamponade occurred. The procedure was cancelled. During a pulsed field ablation (pfa) procedure, a versacross connect for faradrive kit was selected for use. The physician used the faradrive sheath during transseptal access and mentioned that the patient was quite rotated, so it was difficult to get a proper position. An adequate spot was located and punctured via the foot pedal. Shortly after getting access, a non-boston scientific mapping catheter was inserted through the sheath to do a pre-map of the left atrium and the anesthesiologist mentioned that the patient's blood pressure was dropping. The anesthesiologist was giving the patient something to help but with no success and suggested to check for effusion. It was checked on the intracardiac electrogram (ice) and a pericardial effusion was found on the right side of the heart. Then, suddenly the patient's blood pressure dropped further. Heparin was stopped and protamine was given and a pericardiocentesis was called out. A pericardiocentesis and blood transfusion was performed. About 4 hours later, the patient was stable. The patient was taken to the intensive care unit and later removed from it on (B)(6) 2024. The patient is still in recovery. The device is not expected to be returned for analysis (disposed). There was no difficulty with visualization, more difficulty with movement and required multiple attempts. In the physician opinion, post procedure follow up with the physician confirmed it was not the versacross wire or dilator contributing to patient complication.